Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system exhibited a bacteremia leg infection. Subsequently, the patient underwent a revision procedure, and this system was explanted. No additional adverse patient events were reported. This right ventricular (rv) lead has not been returned for analysis.